Event description:
A medtronic representative reported that, during a transsphenoidal procedure, the surgeon alleged a 1cm inaccuracy while navigating near sphenoid. They were using microscope when inaccuracy was noted. They also confirmed scope probe and passive planar blunt were equally inaccurate at this location. Surgeon felt accurate everywhere else prior to navigating near sphenoid. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Pointmerge was used to register patient; 10 points were collected. Surgeon confirmed accuracy on several exterior anatomical landmarks after the registration. Follow-up by medtronic representative finds mr scan was used for registration; model is poor quality; 9 points were stored for pointmerge, only 7 were matched and 2 of those were excluded (5 points used for registration). Sphere of accuracy does not encompass the full field of view (fov) of the head. Software investigation determined the sphere of accuracy was not very big and the point matching could have been improved. Unable to determine root cause. No further issues have been reported.